Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was noted to be dead and could not be interrogated. It was questioned if there was any risk of inappropriate therapy. Technical services (ts) noted likely not based on the age of the device. Ts discussed at end of life (eol) all therapy turns off so no therapy available. To date, there have been no reported adverse patient effects related to this clinical observation.